Event description:
It was reported that for around six months, a patient had been having trouble with stimulation and it felt like it was pinching her in the bicycle seat area. It had been hurting, so she had turned it way down. The patient had chronic constipation, had been experiencing incontinence, and didn¿t even know it had happened as she had lost her sense of smell due to a benign brain tumor. The patient had a loss of therapeutic effect over the last two days prior to the report. The patient¿s stimulation was on and set on program 4. The patient switched to program 3 but couldn¿t determine if she felt stimulation, even when she increased to 5 volts. The patient decreased back to 2 volts and tried another program. She switched to program 2 at 1.0 volt and felt comfortable stimulation in the bicycle seat area. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reports the patient turned stimulation off a couple of weeks ago for a brain MRI and wanted help to turn stimulation back on the call date. Patient services worked with the patient to sync, activate program 1 and increase to 1.6. The patient said at 1.9 it pinches a little bit. She thinks she had tried her programs but did not remember her settings. The manufacture representative set something up about a year ago. The patient recalled stimulation being set where it hurt about a year ago. Patient services helped the patient check her other programs and they were all set to 0.0.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v872545, implanted: (B)(6) 2012, product type lead; product ID neu_un known_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
Additional information received from the healthcare provider noted that the event cause was not determined. It was unknown if it was device related. Reprogramming was needed. There were no troubleshooting or interventions. The patient was recovered without permanent impairment.